Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 1/13/2017. Device returned to manufacturer: yes. Device evaluation: the complaint unit was received in the original folding carton. The lens was received in two pieces. Visual inspection at 10x microscope magnification was performed. Residue of viscoelastics were observed on the lens surface. The lens was observed with both haptics damaged (distorted). The customer's reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was not centering properly and had patient contact. The iol was exchanged for a back-up iol. In follow-up with the customer, it was found that the exchange was completed during the same initial procedure. There was no incision enlargement. A vitrectomy was performed. The patient outcome is satisfactory. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Corrected data: in the initial report adverse event and/or product problem should have indicated both adverse event and product problem. Both have been indicated in this follow up report. In the initial report outcomes attributed to adverse events should have indicated required intervention to prevent permanent impairment/damage. This field has now been corrected. All pertinent information available to abbott medical optics at the time of this report has been submitted.